Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during use of ipg, the device was unable to interrogate an error code. Thus, the ipg was unable to reset. The ipg remains implanted-out of service, and was scheduled for explant and replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed hybrid damaged.